Event description:
Sales rep reported that surgeon had experienced a breakage of the device during attempted insertion. Surgeon removed broken screw and used a metal screw to complete case. No pt injury occurred as a result of this event.